Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2938836-2019-03880, 2938836-2019-03882. It was reported that when the patient presented in clinic, erosion and infection were observed. The device was exposed. The physician stated that the source of infection was not obvious. The device system was explanted. The patient was stable.